Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, decreased sensing due to dislodgement was observed on the right ventricular (rv) lead. The lead was explanted and replaced in order to resolve the event, and the patient's condition was stable following the procedure.